Event description:
An end user called in and stated she noted three (3) red, open sores under the mass. The end user stated each sore measures approximately 3mm in size and they are located on the top, bottom and left side of her stoma. The end user noted this breakdown began (B)(6) 2013.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. End user stated she is applying tinactin cream to the open sores. The end user also stated her appliance has to be changed up to three (3) times a day. The end user went on to state she cleans her skin with warm water and ivory soap, dries her skin, applies tinactin cream, uses protective barrier wipes, paste and attaches her appliance. The end user was educated on skin care and crusting with stomahesive powder. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected. (B)(4).